Manufacturer narrative:
The evaluation code 3331 was reported in error on the initial report. The manufacturer internal reference number is: (B)(4).

Event description:
Evaluation code 3331 was removed.

Manufacturer narrative:
Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. (B)(4).

Event description:
A healthcare professional reported that following an intraocular lens implantation procedure, the patient had "serious consequences" and required a corneal graft. Further information has been requested; however, additional information has not been received.